Event description:
It was reported to medtronic neurosurgery that the pt''s valve settings had changed and required to be reset once in (B)(6). It was also reported that the pt is around mimio smartboards and 2gopc netbooks in her classroom.

Manufacturer narrative:
The product was unavailable for return as it is still implanted in the pt. Therefore an evaluation of the device performance was not possible. A review of the mfg records was not possible as a lot number was not provided. Mimio smartboard are known to contain magnets. A 2gopc netbooks are known to contain magnetic speakers. The instructions for use that accompanies the device cautions that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All valves are 100% tested at the time of manufacture. Additional pt/device info: it was reported that the patient's mother believes that these level changes are occuring at school because they did not have any problems with the valve in the summer. The exact event date was unk. Only the year and the month are known.